Event description:
It was noted that there was a medtronic device/lead revision on (B)(6) 2011 for an unknown reason. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).